Event description:
User experienced a water leak coming from behind the instrument onto the floor into the walkway. No patient samples were affected, and operator was not harmed. The field service representative determined the cause to be clogged tubing of sample probe rinse station, and cleaned tubing. Performance tests performed and within specification.